Manufacturer narrative:
The user-reported issue was not confirmed. The device showed signs of misuse and was found to have a keypad with physical damage and a lcd with physical damage; neither of these issues were related to the user-reported issue. The device was repaired and tested to meet all specifications on (B)(6) 2017.

Event description:
The user reported to zyno medical on (B)(6) 2017 that the device had an air-in-line issue on (B)(6) 2017. "I was running a 100cc bag at 200cc/hr. I have never seen a pump let air get past it in the tubing, so I'm really surprised. Pumps are usually too sensitive when it comes to air. I can understand a pump not infusing when it says it is, if the tubing is in wrong, but not to infuse air because it's loaded wrong. Either way I'm pretty sure I put the tubing in correctly, although I'm not immune to mistakes. Patient was receiving medication, but the air did not reach the patient. " on (B)(6) 2017, the user followed up with the following information regarding the medication that was infused: "dhe. I started it at 100cc/hr. The patient started feeling bad but wanted to finish the dhe so she agreed to increasing the rate to 200cc/hr. Also I remember that when I disconnected the line after the dhe finished a little bit of fluid squirted out, like it was under pressure. But I was able to flush her piv. But the piv was inserted the day before, and it was the slightest bit sluggish." No patient harm or injury occurred for this case.